Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measuring less than 200 ohms. The cardiologist will contact the electrophysiologist regarding lead/insulation integrity concern. At this time, the lead remains in service. No adverse patient effects were reported.